Manufacturer narrative:
Exact date unknown, event occurred on the explant date.

Event description:
It was reported that the patient was experiencing an extended time in charging the ipg. The patient underwent an ipg explant procedure. The explanted ipg was not returned due to hospital policy.